Event description:
The customer reported that a heart attack pt came in and before placing the iab, compressions were performed and the pt was defibrillated. The culprit vessel was aspirated and then a ptca was performed. After intervention was started, the balloon pump was placed; there were not any complications during the insertion of the device. When the start button was pressed on the pump, an alarm sounded indicating an inability to detect fiber optic cable. The unit's trigger was changed to EKG, however it was still unable to sense. The customer stated that the pt's blood pressure was "super low." The pt expired however it was not attributed to the device.

Manufacturer narrative:
The device was not returned for eval. Although an eval of the product was unable to be performed, a similar sample was obtained from stock and tested in an effort to try to confirm the reported event. The product performed according to specification and the reported event could not be confirmed. A device and lot history record review was performed for the device used during the procedure and no non-conformances were found that are considered to be related to the event. (B)(4).